Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a red itchy, sore, raw and smelly irritation. The patient also reported that he scratches the area causing it to bleed. The patient was prescribed sulfadiazine cream. The patient indicated that the irritation had greatly improved and that she had resumed use of the lifevest. During a follow up it was reported that the rash had improved.